Event description:
It was reported that the patient was awakened by -thumping- on her left side and experienced intermittent -thumping- throughout the day. Device interrogation revealed an elevated left ventricular threshold. The device was reprogrammed successfully.

Manufacturer narrative:
(B)(4).